Manufacturer narrative:
The initial MDR 2432235-2017-00104 was filed on february 6, 2017. Additional information (03/31/2017): a siemens headquarters support center (hsc) investigated the event. Hsc determined that the siemens customer service engineer performed troubleshooting on the sequencer board and all global input output boards (giobs). The cause of the two hour delay in testing and reporting out patient sample results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc they have seen this issue before. The customer reboots their instrument twice a week to prevent this issue. After the customer reboots the instrument, they reload the samples via front loading. Siemens is investigating the event.

Event description:
The customer reported that their advia centaur xpt instrument cancelled 23 patient samples tests due to a luminometer read failure. The customer stated as a result, there was a two hour delay in testing and reporting out patient sample results. There are no known reports of patient intervention or adverse health consequences due to the two hour delay in testing and reporting out patient sample results.